Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did appear to be fractured, although fracture was not visible under flouroscopy. Increasing pace impedance and thresholds were the observed issues. There were no reported adverse patient effects.

Manufacturer narrative:
This lead was removed from service as a result. No further information is expected at this time.